Event description:
It was reported that during a bariatric procedure, there was leaking between the primary and secondary seal of the trocars. They were replaced and the procedure completed without any impact to the patient. The trocars were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.